Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as shigella boydii, when using phoenix panel nid (catalog number 448007) batch number 5133544. The customer returned isolates, binary files and phoenix generated lab reports for the investigation. To investigate, retention panels from the complaint batch were inoculated with customer returned isolates escherichia coli 1 and escherichia coli 2 to observe for identification results. Next, control panels from the same material but different batch were inoculated with customer returned isolates escherichia coli 1 and escherichia coli 2 to observe for identification results. The investigation returned all panels with correct identifications; therefore, this complaint is unable to be confirmed. A review of the binary files was determined not to be required based on the results of the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (escherichia coli) was misidentified as shigella boydii. The user verified the final result using a reference laboratory. The user also noted several panel aborts. No health impact or consequence reported.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (escherichia coli) was misidentified as shigella boydii. The user verified the final result using a reference laboratory. The user also noted several panel aborts. No health impact or consequence reported.